Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation was confirmed. One unpackaged ar-8943-42 batch/lot number 1392313 was received for evaluation. The device was received stuck inside the ar-8770-06 soft tissue protector, 2.4 mm batch/lot number 0451184. Visual evaluation found that the drill was bent in many places along the shaft. The threads were damaged, and the tip bent. Functional testing was not performed as the device was received damaged. The most likely reason for the reported failure is user error, due to misuse causing the drill to get stuck and bent inside the instrument.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative via (B)(4) reported that an ar-8770-06 soft tissue protector had a drill bit lodged and stuck inside the protector device. They tried to remove the drill bit, but it stuck inside. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.